Manufacturer narrative:
Additional: it has since been reported that the patient experienced pain and intermittent infections and that general anaesthetic was used during the previously reported explant surgery. It remains unknown if the patient has been reimplanted with a new device as of the date of this report. This report is submitted on april 4, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.